Event description:
It was reported, "patient was admitted to the hospital on (B)(6) and was given a non-invasive needle in the port of infusion. On (B)(6), the patient complained of a leak at the port of infusion, and the nurse replaced it after checking. No direct injuries were made." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "patient was admitted to the hospital on 03-18 and was given a non-invasive needle in the port of infusion. On 03-21, the patient complained of a leak at the port of infusion, and the nurse replaced it after checking. No direct injuries were made." No other information was provided.